Event description:
The manufacturer received information alleging a patient experienced short of breath, while using a dreamstation auto CPAP. The patient got testing for his heart, then got testing done along with pulmonary function testing. Patient has afib, he stated that he had childhood asthma, and sleep apnea. Patient was recently diagnosed with copd. The device settings during the event were reported to be unknown. Clinical expert assessed the event and determined that the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the allegation of copd is assessed as not related to the device in this case. The mentioned harm shortness of breath with activity is assessed as a non-serious injury. The reported sleep apnea, afib, and childhood asthma are assessed as past medical history. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The event is reportable due to recalled device with serious injury and non-serious injury. Believes device caused serious injury. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.